Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring greater than 3000 ohms on the right ventricular (rv) lead. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was two stored signal artifact monitoring (sam) due to oversensing of the minute ventilation (mv) feature which resulted in disabling the mv sensor. It was noted there was non-sustained ventricular tachycardia (vt) events that had myopotential noise resulting in pacing inhibition of pacing for two to three seconds. Technical services recommended to consider a in clinic assessment. At this time, the device and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring greater than 3000 ohms on the right ventricular (rv) lead. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was two stored signal artifact monitoring (sam) due to oversensing of the minute ventilation (mv) feature which resulted in disabling the mv sensor. It was noted there was non-sustained ventricular tachycardia (vt) events that had myopotential noise resulting in pacing inhibition of pacing for two to three seconds. Technical services recommended to consider a in clinic assessment. At this time, the device and rv lead remains in service. No adverse patient effects were reported. Tc.